Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, surgeon performed a gastric bypass reversal. (B)(4) were used as part of an evaluation driven by supply chain. It was discovers on (B)(6) that the patient had a leak. Reoperation needed to sew it up.